Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation, tamponade and chest pain. An echocardiogram revealed a large effusion and the patient underwent drainage. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.